Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. As the event occurred in the past, no troubleshooting was performed. There was no reported adverse impact to customer's blood glucose. Reportedly, customer resumed pump therapy.